Manufacturer narrative:
Sc-1110 (sn:(B)(4)) the returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.